Event description:
Additional information received on 01/20/2026 for report mw5175323. I am reporting an ongoing, unresolved issue with my tandem diabetes insulin pump that continues to affect insulin delivery decisions and infusion site management. I submitted my first FDA medwatch report in early september, followed by additional reports in late september and mid-october. Tandem diabetes care did not respond to or address the concerns raised in the first two reports. After the third report, tandem attributed the issue to user error, stating that I was "doing something wrong," but did not specify what action or behavior was incorrect and provided no corrective guidance or technical explanation. Approximately five months later, the issue remains unresolved. The pump continues to display an incorrect message that directly influences my insulin management decisions. As a result, I administer incorrect insulin amounts and change my insulin reservoir and infusion site prematurely based on inaccurate device information. Despite repeated reporting and continued use of the device, tandem diabetes care has not identified the root cause, corrected the issue, or provided a resolution. The problem has effectively been ignored since my initial report, and the device continues to present misleading information that poses a risk of improper insulin dosing and glycemic instability. This remains an ongoing and unresolved safety concern.

Event description:
Additional information received on 01/05/2026 for report mw5175323. I am reporting an ongoing and unresolved issue with my tandem diabetes insulin pump that continues to affect insulin delivery decisions and site management. I submitted my first FDA medwatch report regarding this issue in early september, followed by a second report in late september, and a third report in mid-october. Tandem diabetes care did not respond to or address the issues raised in my first two reports. After the third report, tandem attributed the problem to user error, stating that I was "doing something wrong," but did not identify what specific action or behavior was incorrect, nor did they provide corrective guidance or technical explanation. As of now, approximately five months later, the problem persists. The pump continues to display an incorrect message that directly influences my insulin management decisions. This message causes me to administer incorrect amounts of insulin and change my insulin reservoir and infusion site prematurely based on inaccurate pump information. Despite repeated reports and ongoing use, tandem diabetes care has not corrected the issue, clarified the root cause or provided a resolution. The company has effectively ignored the problem since my initial report, and the device continues to present misleading information that poses a risk of improper insulin dosing and glycemic instability. This is an ongoing safety concern and has not been resolved.

Event description:
I am using a tandem t:slim x2 insulin pump. The device is not functioning properly in relation to its 3-day reservoir/site change alert system. The pump is designed to provide a notification every three days to remind the user to change the infusion site and reservoir. However, my unit no longer gives accurate alerts. Specifically: it sometimes notifies me well past the 3-day mark, instead of on time. Other times, it gives a site change alert immediately after I have just changed the reservoir and infusion site, which is incorrect. These inconsistent alerts create confusion and interfere with safe diabetes management, since timely site changes are important for insulin delivery and to prevent complications. This malfunction appears to be random and recurring, and it undermines the reliability of the pump's safety features.